Manufacturer narrative:
Block b5: a cross functional team has reassessed the potential for harm for drift malfunctions. Based on a three-year trending of the omniwire complaints, there is no trend identified that points towards inaccurate measurement drift leading to patient injury. This is consistent with good clinical practice: if drift of a pressure wire (outside of acceptable parameters) is noted, the measurement should not be accepted and acted upon, by discontinuing use of the affected wire and exchanging for a new pressure wire. As a result of the assessment, there is no potential for harm with recurrence. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Further investigation of measurement drift complaints based on a three-year trending, identified that there has been no trend that points towards inaccurate measurement drift leading to patient injury. Therefore, this is no longer reportable since there is no potential for harm with recurrence.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a3b: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is canada. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a omniwire pressure guidewire was used in a diagnostic coronary procedure. During use, measurement drift was experienced outside the acceptable parameters (MDR #3008363989-2024-00083). A new omniwire was used; however, drift was also experienced outside the acceptable parameters. The procedure was completed with ivus. No patient injury reported. This product problem is being submitted due to measurement drift. There is a potential for harm if the malfunction were to recur.